Event description:
Caller reported alarm 2 followed by alarm 26 due to occlusion issues. There was no adverse impact to the caller¿s blood glucose level as levels remained within a normal range. Multiple troubleshooting attempts were made, but occlusion issues persisted. The case was closed following the decision to issue a replacement. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.